Manufacturer narrative:
Results: the proximal constraint sphere was intact on the proximal end of the embolization coil. Offset coil winds were present along the embolization coil. Conclusions: evaluation of the returned pod6 embolization coil confirmed it was detached from the pusher assembly and the pusher assembly was not returned. Further evaluation revealed offset coil winds along its length and the proximal constraint sphere was intact at its proximal end. The pod6 pusher assembly and the lantern used in the procedure were not returned for evaluation; therefore, the root cause of the unintentional detachment could not be determined. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the unintentional detachment. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery using a pod coil and a lantern delivery microcatheter (lantern). During the procedure, while advancing the pod coil through the lantern, the pod coil unintentionally detached inside the lantern. Therefore, the lantern containing the detached pod coil was removed and the pod coil was flushed out. The procedure was completed using a ruby coil and the same lantern. There was no report of an adverse effect to the patient.